Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-feb-2023. The device evaluation was completed on 17-feb-2023. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. Malfunction related to the catheter insertion valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. In particular, when opening the product, the valve was badly positioned, thus preventing gaining access with the dilator. Surgery was not delayed due to the reported event. Procedure was successfully completed. No patient consequence was reported. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. Malfunction related to the catheter insertion valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. In particular, when opening the product, the valve was badly positioned, thus preventing gaining access with the dilator. Surgery was not delayed due to the reported event. Procedure was successfully completed. No fragments generated. No patient consequence was reported. Additional information was received. Hemostatic valve was misplaced. The hemostasis valve (gasket) dislodged inside the hub but not outside the hub. The brim cap/hub did not detach from the sheath. Pictures of the dislodged valve was provided. The problem presented itself before the sheath could be used on the patient. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 16-jan-2023, noted correction to 3500a follow-up #1 under the following fields: h3. Device evaluated by manufacturer? Was left blank and should have been processed as ¿not returned to manufacturer¿ h6. Type of investigation should have included ¿device not returned (b17).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. Malfunction related to the catheter insertion valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. In particular, when opening the product, the valve was badly positioned, thus preventing gaining access with the dilator. Surgery was not delayed due to the reported event. Procedure was successfully completed. No patient consequence was reported. A picture was received for evaluation following biosense webster's procedures. The picture investigation was completed on 20-dec-2022. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. At this time, it could not be determined the source of the valve dislodgment since according to the event the valve was noted with a dislodged condition at the package opening. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).